Event description:
It was reported that the patient presented to the hospital post-operation. Upon examination via x-ray, the right atrial (ra) lead was found to be dislodged. The ra lead exhibited loss of capture. During the procedure to reposition the lead, a white substance was noted clinging to the helix of the ra lead. The ra lead was explanted and replaced. No patient consequences were reported.